Manufacturer narrative:
Per the tandem user guide - basal-iq technology is intended for the management of diabetes mellitus in persons six years of age and greater. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.